Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump delivered a boluses itself, which dropped the customer's blood glucose below 20 mg/dl. It was also stated that the customer treated herself with glucagon. Reviewed the bolus history and the sensor alarm history. The spouse stated that she woke him up when the insulin pump alarmed. No further info was provided.